Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation and associated h6 coding. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nineteen (19) years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and it was unknown if reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. The event can be prevented/detected by following the instructions included in: evis lucera gif/cf/pcf type 260 series, operation manual, chapter 3 ¿preparation and inspection¿. Evis lucera gif/cf/pcf/sif type 260 series, reprocessing manual, chapter 3 ¿cleaning, disinfection, and sterilization procedures¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, there was foreign material in the nozzle tip, cover and forceps channel of the videoscope. There were no reports of patient involvement.